Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.